Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.the omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The customer's mother reported her son wearing the pod for longer than 48 hours when her son had blood glucose levels reaching between 250 mg/dl and 300 mg/dl. Her son experienced some itching and had a 1 inch diameter piece of skin fall off. The site was dark red and the size of the pod. It was warm to the touch and was draining clear liquid when the pod was removed. He was taken to the urgent care center and was diagnosed with cellulitis. The doctor treated the cellulitis with bactrim, keflex and a non-stick with antibiotic oinment.